Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon was ruptured at 10atm. Only the device was removed using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.